Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 leads with the same lot number. It was reported the patient experienced ineffective stimulation since implant. The patient also experienced stimulation in the incorrect location. The patient desires to have the system explanted. Surgical intervention may take place at a later date.